Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -13.5/+4.0/089 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to low vaulting. The lens was not exchanged for another lens due to the patient did not want a second operation.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found the haptic broken/bent. Dimensional inspection found the lens to be within specifications. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).